Event description:
It was reported occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined any troubleshooting and no further action was needed at this time.